Manufacturer narrative:
(B)(4).

Event description:
It was reported, that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed, due to moisture damage to receiver battery connector. A receiver boot test was performed and failed, due to moisture damage to receiver battery connector. Functional tests were not performed, due to the moisture damage to receiver battery connector. An internal visual inspection was performed and failed, due to water damage. The receiver log was not downloaded for review, due to the moisture damage to receiver battery connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).